Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that their bite alignment was not articulated correctly. They have an open bite now. Their molars touch at the very back and the front teeth prevent the rest of their molars from coming together.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.